Event description:
It was reported that the insulin pump had a damaged reservoir compartment. The blood glucose reading was 82 mg/dl. The customer stated that the top plastic part came off and that the reservoir compartment threads were broken. She stated that she had to use a rubberband to hold the reservoir in place. No significant events leading to the damage were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window, missing reservoir tube o-ring and missing end cap sticker.